Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, high impedance and low sensing measurements were observed from the right ventricular (rv) lead. The physician elected to implant a new rv lead to resolve the event. The patient was stable with no adverse consequences.